Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was confirmed and no further investigation is required.

Event description:
On (B)(6) 2019, the user was made aware an early sensor retirement resulting in early sensor removal.